Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure, the surgeon contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that universal surgical manipulator (usm) 4 had error 40084. In this surgery, the customer did not need usm 4, so the surgery would be finished with 3 usms. Errors were still popping up on the system regarding problems to usm 4. The tse reviewed the error logs and found several problems from usm 4 pointing to a defective usm. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer reported that they contacted the isi emergency services hotline, who went through all the emergency steps with the customer on the phone, and it was decided that usm 4 had to be changed. Usm 4 was exchanged by the fse the same evening. The customer could not provide any other information about the system or the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed as having occurred in the logs but was not replicated in-house. Logs showed multiple communication errors occurring on arm 4 pointing towards the rolling loop fiber. The unit was tested on an in-house system in normal mode where it triggered no errors. The unit was also tested on a testing platform where it passed all required tests, but the rolling loop fiber tested low which could cause the communication errors. The complaint was confirmed by failure analysis

Event description:
Refer to h10/h11 for follow-up information.